Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified brachiocephalic vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured despite below rated burst pressure was applied. The procedure was completed with another of the same mustang balloon catheter. No patient serious injury or adverse event were reported.